Manufacturer narrative:
The customer reported that their central nurse's station (cns) is blinking alarm notification, but not providing any sound. The customer also reported that they are unable to recall past arrhythmia alarms. This event initially occured a month prior (estimated data that was provided to (B)(4) was (B)(6) 2021. No harm or injury was reported. The device was monitoring telemetry devices as the time.

Event description:
The customer reported that their central nurse's station (cns) is blinking alarm notification, but not providing any sound. The customer also reported that they are unable to recall past arrhythmia alarms.